Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the user complaint was able to be duplicated. The issue of the error message displaying on the screen is possibly caused by a failure of cable u. It is presumed that the cable was broken due to the user's handling however, the definitive cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instructions for use state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged".

Event description:
It was reported the device was returned due to producing a communication failure error message when the camera head is connected to the tower during preparation for use.